Event description:
A malfunction was reported with the pump, displaying a fault known as malf 3, and it was confirmed that no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. The pump could not be reset, so tandem technical support decided to replace the malfunctioning pump. Customer was advised to switch to multiple daily injections (mdi) as a temporary backup therapy.